Event description:
Reporter described event as follows: an environmental services employees went to pick up the sharps container from floor of the soiled utility area and reportedly rec'd a needlestick from a needle that punctured through the bottom of the container.